Event description:
It was reported that the programmer intermittently turns itself off. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to replicate the reported event, however the programmer would not power up, as a result the power supply was replaced. It was also noted that the system fan was noisy. (B)(4).